Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was done. Customer's blood glucose was 229 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer reported he had high blood glucose of 400 mg/dl but it went down and treated with injection. No further information provided.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime/compromised force sensor system test due to faulty fsr (gold). Motor passed motor test. Insulin pump received with cracked battery tube threads, reservoir tube lip, and scratched liquid display window.